Event description:
It was reported that during servicing, the epg (external pulse generator) was changing pacing frequency due to movement of the epg. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).